Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the cartridge loading process. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue. Ultimately the pump was replaced and customer acknowledged all instructions and plans to continue using the current pump until the replacement arrives.